Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing in addition to t-wave oversensing. The oversensing resulted in delivery of inappropriate shocks. Noise was observed during the therapy episodes. Boston scientific technical services (ts) discussed programming options in addition to potential of device movement in the pocket. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the product was explanted and returned for analysis. No additional adverse patient effects were reported. Attempts were made to obtain additional information, however, no additional information is available at this time.